Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that their rep had given them different programs but they still had stomach issues and has had diarrhea for 5 days in a row. The patient's stool was tested and came up negative for 'things in the stomach.' The patient thought the stomach symptoms were a result of the ins. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient had never experienced therapeutic effect. The patient reported that it seemed like every 3-4 days the ins starts to upset his stomach and gives him diarrhea. The patient said that at first he was checking his diet as he thought that might be causing it, the patient said that before he got the spinal cord stimulator (scs) device the only time this would happen to him is if he "really over did it" and then it would go away and wouldn't happen for months but since the implant surgery it's been going on about every 3-4 days. The patient asked if diarrhea was an adverse event of therapy. It was reviewed these symptoms are listed as a possible adverse event effect of the therapy. It was also reviewed that the patient can turn off therapy if medically appropriate to see if the absence of therapy resolves the issue. The patient reported that he wondered if one of the electrodes was "shocking" near his gut and causing this problem. No falls or trauma were reported. The patient also reported that he just thought he would get more relief from the therapy and right now he's going back to where his pain level was when he was on medication before he had the device put in, the patient said that he wakes up more alert and rested which was good, but he'd be a happy puppy if he was able to get 50% or better relief because he wasn't yet. The patient thinks his device needs to be reprogrammed. The patient then reported that he has been walking and all of a sudden he would feel the stimulation double in strength without him turning it up. The patient stated that he has a doctor's appointment in a month or two, but was going to call his healthcare provider (hcp) to see if that appointment could be moved up and would also request that a manufacturing representative (rep) be present at the appointment too. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated that 90% of the time the therapy is off and when they turn it on they get diarrhea and are 'on the pot all day." The patient was still attempting to meet with a rep for reprogramming. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reiterated the 'gastic issues' and reported that they had been told by their rep to turn the ins off for 5 days, and that it had been 10 days and they weren't able to get a hold of their rep. The patient wanted pss to help them get a hold of the rep. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that "the reason for the patient not getting therapy was due to not being able to see a manufacturing representative (rep)". The patient stated the doubling in strength is okay. The patient had turned their ins off till they finally someone called, but the patient is still not getting relief that they think they should. Their issues have somewhat been resolved. The patient was working with a rep who said that their ins was set way too high. The patient still has no idea what to expect and they're still "taking the same amount of pills". The patient needs more help. No further information was reported.